Manufacturer narrative:
Device has been received and analysis will be conducted. A supplemental report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information, device returned for analysis.

Event description:
The manufacturing representative reported that during pre-operation, they interrogated the device and it was fine and was able to communicate fine. They reported intra-operative that there were impedance issue as it was more than 4000 ohms, reported physician removed the lead and wipe done before re-inserting the lead. They reported after physician connected the lead, they were not able to communicate with her clinician programmer (8840) to the implantable neurostimulator (ins) 3058, reported it kept saying interference. They reported that doctor opened a new ins and it worked fine. They would be sending this ins back for analyze. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
Product analysis #702229735:analysis information -- 2018-02-02 14:46:29 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis.